Event description:
I had essure permanent birth control inserted in 2012. Since then I've had heavy periods, headaches and recently excessive bloating, hair los and spasm-like sensation in abdominal cavity. I also get severe cramps and lots of blood clots during menstruation. All these symptoms started after the implementation of essure.